Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on 4:15 am (B)(6) 2018 with blood glucose value was 15 mg/dl. The current blood glucose is 264 mg/dl. The customer treated their low blood glucose with glucose tablets. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on the customer's report customer does not alleged insulin pump was over delivering. The reservoir will not be returned for analysis.